Manufacturer narrative:
(B)(4). The device was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified left anterior descending - diagonal (dx) bifurcated lesion. A non-abbott guide wire (gw) was used for the lad and a versaturn gw was used for the dx artery. Then a non-abbott stent was implanted which consequently jailed the versaturn. Once removed, the gw was noted to be unwound (stretched). The distal radiopaque section (tip) remained floating within the ostium vessel of the diagonal and a piece of unwound core remained jailed under the non-abbott stent in the lad. The pieces of gw remained in the anatomy without being able to recover it. As it was not possible to re-cross the stent in the lad, and much contrast was used, another procedure was performed two days later. A stent was implanted in the dx to treat the ostium and embedded the floating gw piece to the vessel wall. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.